Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') and fallopian tube perforation ('perforation') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included bipolar disorder, cholelithiasis, chronic cholecystitis, arthralgia, musculoskeletal disorder, paraesthesia upper limb, peripheral swelling, low back pain, abdominal pain, dyspareunia, vaginal discharge, heavy periods, urinary frequency, fatigue, lower abdominal pain, nausea, uterine bleeding, thrombosis nos, endometriosis, dysuria and suprapubic pain. Concomitant products included salbutamol (albuterol) since (B)(6)2011 for asthma, escitalopram oxalate (lexapro) since (B)(6)2015 for bipolar disorder, nsaids since (B)(6)2009 and paracetamol (acetaminophen) since (B)(6)2009 for migraine headache as well as ibuprofen, medroxyprogesterone acetate (depo provera) and naproxen from (B)(6)2015 to (B)(6)2016. On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced urinary tract infection ("infection (bladder / urinary tract / vaginal) - type: uti"), 6 years 8 months after insertion of essure. In (B)(6)2009, the patient experienced pelvic pain ("persistent pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems: mental anguish"), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), infection ("infections") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpirgo-oophorectomy). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, fallopian tube perforation, menstrual disorder, infection, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, migraine, headache, dysmenorrhoea, abdominal pain and back pain outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, fallopian tube perforation, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: migraine, pelvic pain, depression, anxiety, dysmenorrhoea. Most recent follow-up information incorporated above includes: on 5-aug-2019: plaintiff fact sheet was received. Events added from pfs- abdominal pain, lower back pain. Reporter information, concomitant drug were added. Events onset date were updated. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') and fallopian tube perforation ('perforation') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included bipolar disorder, cholelithiasis, chronic cholecystitis, arthralgia, musculoskeletal disorder, paraesthesia upper limb, peripheral swelling, low back pain, abdominal pain, dyspareunia, vaginal discharge, heavy periods, urinary frequency, fatigue, lower abdominal pain, nausea, uterine bleeding, thrombosis nos, endometriosis, dysuria and suprapubic pain. Concomitant products included escitalopram oxalate (lexapro) since 2015, ibuprofen, medroxyprogesterone acetate (depo provera) and naproxen from (B)(6)2015 to (B)(6)2016. On (B)(6)2009, the patient had essure inserted. In january 2010, the patient experienced pelvic pain ("persistent pelvic pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In december 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In january 2015, the patient experienced depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems: mental anguish"), migraine ("migraines") and headache ("headaches"). On (B)(6)2016, the patient experienced urinary tract infection ("infection (bladder / urinary tract / vaginal) - type: uti"), 6 years 8 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues") and infection ("infections"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpirgo-oophorectomy). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, fallopian tube perforation, menstrual disorder, infection, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, migraine, headache and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, dysmenorrhoea, fallopian tube perforation, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: migraine, pelvic pain, depression, anxiety, dysmenorrhoea. Most recent follow-up information incorporated above includes: on (B)(6)2019: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), infection (bladder / urinary tract / vaginal) - type: uti, psychological or psychiatric problems: depression and mental anguish, migraines / headaches, dysmenorrhea (cramping), did not undergo confirmation test. Outcome of event pelvic pain were updated. Medical history, concomitant drug, reporter information were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') and fallopian tube perforation ('perforation') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included bipolar disorder, cholelithiasis, chronic cholecystitis, arthralgia, musculoskeletal disorder, paraesthesia upper limb, peripheral swelling, low back pain, abdominal pain, dyspareunia, vaginal discharge, heavy periods, urinary frequency, fatigue, lower abdominal pain, nausea, uterine bleeding, thrombosis nos, endometriosis, dysuria and suprapubic pain. Concomitant products included salbutamol (albuterol) since (B)(6) 2011 for asthma, escitalopram oxalate (lexapro) since (B)(6) 2015 for bipolar disorder, nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009 for migraine headache as well as ibuprofen, medroxyprogesterone acetate (depo provera) and naproxen from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced urinary tract infection ("infection (bladder / urinary tract / vaginal) - type: uti"), 6 years 8 months after insertion of essure. In (B)(6) 2009, the patient experienced pelvic pain ("persistent pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems: mental anguish"), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), infection ("infections") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpirgo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, menstrual disorder, infection, menorrhagia, depression, anxiety, migraine, headache, dysmenorrhoea, abdominal pain and back pain outcome was unknown and the pelvic pain, vaginal haemorrhage and urinary tract infection had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, fallopian tube perforation, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: migraine, pelvic pain, depression, anxiety, dysmenorrhoea. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received.outcome updated as recovered of previous events of pain,vaginal bleeding and uti. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and fallopian tube perforation ("perforation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), infection ("infections") and pelvic pain ("persistent pelvic pain"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpirgo-oophorectomy). Essure was removed. At the time of the report, the uterine perforation, fallopian tube perforation, menstrual disorder, infection and pelvic pain outcome was unknown. The reporter considered fallopian tube perforation, infection, menstrual disorder, pelvic pain and uterine perforation to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.